Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No part have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was unable to get passing registration on the system. Registration was attempted numerous times, but the points looked to be collecting under the skin. Thresholding the model did not help and the health care profession decided to abort the use of navigation. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received: the representative was on the site for a clinical case. There was no issue during the clinical case. The site used the scanner they used for the first case for the second case. The rep noticed that the default import threshold was 388, although the 3d model looked good, the model building view showed that there was slight "fuzziness" at the edges of the 2d exams that were included in the model. When the representative adjusted the threshold to 720, the 3d model still looked great, but the fuzziness at the edges of the 2d view were not included. The surgeon used this for the clinical and got a passing registration on the first try, at the end of the case the rep asked the surgeon to try and register the exam while it was set to its original threshold value. The surgeon was unable to get a passing registration of the scan.

Manufacturer narrative:
A software analysis was initiated. Analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: engineering noted that there is no way to specify the default threshold for 3d models in the software.